Manufacturer narrative:
Third party service agent evaluated the customers device and verified the reported issue. After a therapy connector and some other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio control to report that their device would not recognize patient ECG. Upon initial evaluation stryker observed that the device had broken therapy connector. In this state device may not deliver defibrillation therapy to a patient, if it was needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
It was determined that the therapy cable/connector had been damaged by the customer due to wrong and forced insertion of the male connector of the hard paddles. The damaged therapy cable/connector was not available for return to stryker. The cause was determined to be user error.

Event description:
A customer contacted physio control to report that their device would not recognize patient ECG. Upon initial evaluation stryker observed that the device had broken therapy connector. In this state device may not deliver defibrillation therapy to a patient, if it was needed. There was no reports of patient use associated with the reported event.